Event description:
Report received from (B)(6) stating that the perforator driver with hudson end was "frozen". The device was not being used during surgery. It is unknown if there was pt/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).